Event description:
Procedure was conducted in june 2004. Upon completion of a procedure, a tip from the intrauterine probe was missing and could not be found. It was the assumption by the team that the tip was already discarded. The following day, the pt returned with the tip. The device was returned to the vendor for eval in july 2004.